Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2009 and a mesh was implanted. It was reported that following insertion, the patient experienced mesh tears and clump together. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.